Event description:
My son was picked up from school with a very bad eye infection, we went right to the eye doctor as it was so bad. They gave him some medicine and said they didn't know what it was, I was to put in every several hours. It went away in a week. We tried to make a follow up the next week but the doctor was on vacation. Then it was two weeks and he didn't complain. In jan he started complaining his contacts were dirty all the time. I gave him another new pair and he said it was still dirty. I told him put on your glasses and he said he still couldn't see well. Again we took him to the same eye doctor and they said he had a corneal scar and couldn't see much at all out of his lefteye, they said nothing could be done, but then I was calling all over the city to do something, a transplant if necessary. No one wanted to see a kid with corneal scar. Someone finally said they would look at him. And they said it seems a bit better (the scar). He recommended hard contacts to reshape the eye. By the time his appt came with the physician they were again able to correct his vision to close to 20-20 which we were told probably wouldn't be positive, again we went to corneal specialist and he said he was really lucky he has a slight corneal scar - dry eye and his left eye seems to tire more easily. After all this happened a month or so later I heard about renu and I didn't know if he used it, then I looked and he was using it. It just sounded like the same symptoms and outcome.